Event description:
It was reported that (1) device was used during a cystectomy. It was reported by the affiliate that the mcl20 instrument stopped working. The metal part in handle seems to be jammed. There was no consequence to the pt.